Event description:
It was reported, the pt had pain at the ipg pocket site. The pt reported the pain was experienced when she moved, as well as when she turned the stimulation on or off. The pt felt the igp may be moving inside the pocket. It was reported, the pt would schedule an appointment with her physician regarding the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.